Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tank tubing was found expanded during servicing.

Event description:
It was reported that the tank tubing was found expanded during servicing. Per sample evaluation results received on 17mar2023, it was reported that tank tubing such as both 1/2 l shaped formed tube and double bend tube were expanded. It was noted that the double bend tube and 1/2 l-shaped formed tube were replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.